Manufacturer narrative:
The device system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. During a routine follow-up, an infection was identified. As a result, the patient was given IV (intravenous) antibiotics, was hospitalized, and the device system was explanted. No additional adverse patient effects were reported.